Manufacturer narrative:
Based on in the findings of an internal investigation on (B)(6) 2023, fujifilm decided to submit an MDR in an abundance of caution emphasizing that this was an intervention taken out of the oral cavity. At the initial time of awareness in (B)(6) 2020, fujifilm believed that this event would not likely lead to a serious injury based on respiratory physician. Therefore, concluded this event was non-reportable. In addition, based on the comment of the physician, fujifilm concluded that the case was a poorly installed cap. Fujifilm healthcare americas corporation trained this facility on proper attachment on (B)(6) 2020. In addition to this, the date has been updated from (B)(6) 2022 to (B)(6) 2020 in section b5.

Event description:
On (B)(6) 2020 fujifilm corporation was informed of an event involving ed-580xt. The scope tip cap was fell off during the procedure. The nurse noticed it and removed it from the patient's mouth. The procedure was completed. The physician said that he had a hard time intubating. At that point, the physician pulled the scope out from the patient's mouth to reposition it and the nurse noticed the tip looked different. Per the nurse's concern, the physician checked the patient's mouth and removed the distal end cap. The physician indicated that it is possible that the nurse did not fit the cap properly or it just came off. There was not death or serious injury.

Manufacturer narrative:
Based on the comment of the physician, fujifilm concluded that the cause was a poorly installed cap. Fujifilm healthcare americas corporation trained this facility on proper attaching on 2020/10/14. Fujifilm believe that this event would not likely lead to a serious injury based on a respiratory physician. Therefore, fujifilm concluded this event wad non-reportable issue once. However, based on the findings of an internal investigation on 2023/8/18, fujifilm decided to submit an MDR in an abundance of caution, emphasizing that this was an intervention taken out of the oral cavity.

Event description:
On september 30th, 2022 fujifilm corporation was informed of an event involving ed-580xt. The scope tip cap was fell off during the procedure. The nurse noticed it and removed it from the patient's mouth. The procedure was completed. The physician said that he had a hard time intubating. At that point, the physician pulled the scope out from the patient's mouth to reposition it and the nurse noticed the tip looked different. Per the nurse's concern, the physician checked the patient's mouth and removed the distal end cap. The physician indicated that it is possible that the nurse did not fit the cap properly or it just came off. There was not death or serious injury.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.